Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Revision of right hip due to stem loosening. Only revised the stem. The cup was left in place. Original date of surgery is unknown. No medical records, or further information. No return due to hospital policy.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because no information was provided. Further information such as device return, operative report, x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of right hip due to stem loosening. Only revised the stem. The cup was left in place. Original date of surgery is unknown. No medical records, or further information. No return due to hospital policy.